Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash under the back therapy pads. Patient reported light weeping wound about 4cm under the therapy electrodes. Patient's back is extremely itchy. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a cortisone cream by a physician. It was reported that the patient did begin to use the cortisone cream but then stopped and began using lotion. Follow up indicated that there was light improvement to the rash.